Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, a tear was noted at 0.4cm from the distal end, there were no other anomalies noted with the device. During a functional test, an unsuccessful attempt was made to flush the catheter. A patency mandrel was advanced through the catheter, and a blockage was noted at 121cm from the hub tip. The catheter was soaked in warm water and another attempt was made with the mandrel unsuccessfully, the catheter was cut to allow for an inflation test. The balloon did not inflate fully and was noted to be leaking at the distal end. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to using on the patient, the device was prepared for use as per the directions for use, the continuous flush was maintained, and the patient¿s anatomy was moderate tortuous. The correct inflation medium was used to inflate the balloon as per the dfu, the device was not inflated over nominal pressure or excessive pressure used, the balloon was not able to be successfully inflated during preparation. There was no leakage noted during preparation. This issue was noticed during the use of the device on the patient. There were no adverse consequences reported by the user, there was no delay in surgery, and no medical intervention was required. The procedure was completed successfully. The device was returned for analysis and a tear was noted at 0.4cm from the distal end. An attempt was made to flush the balloon catheter but was unsuccessful. A patency mandrel was advanced through the balloon catheter, and a blockage most likely crystalized contrast media was noted at 121cm from the hub. The balloon catheter was soaked in warm water and another attempt was made to advance the mandrel but without success. The inflation test was performed but the balloon did not inflate fully, and leaking was observed at the distal end. The as reported and analyzed ¿balloon failed to inflate¿ in addition to the as analyzed ¿balloon has hole/perforation during use,¿ ¿balloon catheter shaft blocked/occluded¿ and ¿balloon leaked during use¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but the performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that it was not possible to inflate the balloon (subject device). The balloon (subject device) was returned for analysis and it was found that the balloon (subject device) has a tear from the distal end and leaking was observed at the distal end. There were no clinical consequences reported to the patient as a result of this event.